Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was getting spasm in right low back when he increases stimulation too high. Spasm subsides when he decreases. The patient also reports stimulation cutting out when he walks to the mailbox but turning back on out of nowhere. Upright and mobile set to 0 as well as reclining. Applied desired amplitudes to those settings and educated patient on why this was happening with stimulation turning off when walking after a certain period and also educated on how to set amplitudes at home. The patient was reprogrammed to try a different portion of the lead. The patient was currently not getting spasms with stimulation increased but patient states it is not very consistent. The patient was instructed to let the manufacturer representative (rep) know if the spasm continues. The issue was resolved. No further complications were reported/anticipated.